Manufacturer narrative:
Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the emergency room due to multiple shocks. Upon interrogation, a dropped on the r-waves and oversensing on the ventricular channel were observed. Chest x-ray revealed lead dislodgement. The lead was explanted when repositioning was unsuccessful.